Event description:
On (B)(6) 2013, the pt underwent a surgical procedure to receive a lead. Post-op, the pt experienced numbness in both legs and was unable to move them. As a result, the pt was taken back into the operating room. An epidural hematoma was found and the lead was explanted. The epidural hematoma was treated and the pt regained sensation/movement in both legs. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.